Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified: curved opening, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks, partial delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ruptured implant on the left side. The device has been explanted and replaced with allergan product.